Event description:
It was reported that the screws and plates lifted off the metacarpals for the total wrist fusion plate. Plate and screws are not broken. Surgery was on (B)(6) 2013. The doctor has not decided if he will do a revision yet. Add'l info has been requested and on (B)(6) 2013 the following was provided by the sales rep: the surgeon removed the plate. No further info to provide.

Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported info.